Event description:
It was reported that the patient experienced feeling dizzy. The lead insulation was broken. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded from 50.5 cm to 51.7 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.